Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the extender (with the inner sleeve inside) could be turned forward only till 'load', but then it became hard to turn it further. It could be turned backward to 'eject' but not forward. Different inner sleeves were tried with this particular extender but the same problem occurred every time. Another extender was used to complete the surgery. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis: visual review confirmed some deformation at the tip of the extender where the sleeve engages. Functional evaluation with a sample inserter sleeve found the instrument able to be engaged into the extender without issue. After visual and functional evaluation, the instrument appears to be capable of performing its intended function. There was no fault found with the product. If information is provided in the future, a supplemental report will be issued.